Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that there was oversensing, noise, and a sudden rise in pacing thresholds in the right ventricular lead. The lead was capped and abandoned. It was reported that the patient was enrolled in the system longevity clinical study. No patient complications have been reported as a result of this event.